Event description:
A customer reported that the t:slim x2 pump battery would not charge and a power source alert was noted. There was no adverse impact to the customer¿s blood glucose level. The pump began charging successfully using a tandem wall adapter and charging cable, and no further assistance was required.